Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that when the lightcable was connected to the lightsource before surgery, smoke was noticed. It was further reported that a backup lightcable was prepared and there were no issues when it was used.